Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that sbc was failing. The sbc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Troubleshooting actions showed a single board computer was failing. The fse replaced sbc. After replacement of sbc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.